Event description:
Broken device. Right coronary artery, female pt. The device was used once and then removed, as the physician was using some force to reinsert, the device kinked and then broke. The break occurred outside of the body. The device was removed and the physician elected not to use another aspiration catheter. The case was complete with cypher stent implant. There were no pt complications.

Manufacturer narrative:
Dr was contacted at his office and was willing to discuss his case, during which, a rio catheter was broken. He stated that the catheter was being used for aspiration of clot from the rca of a pt. The device broke, during the second insertion of the catheter. He noted that the catheter kinked while being re-inserted at a point just distal to his fingers and proximal to the hemostasis valve. This was outside of the pt. After the kink was noted, the catheter was pulled back revealing a fracture of the catheter at the site of the kink. The catheter was removed from the pt over the guide wire, without difficulty and was passed off the field. There was no adverse effect to the pt. The catheter was to be returned to bsc. Dr's only comment regarding the catheter was that it seemed "fragile." The device was returned for analysis. Evaluation of the catheter confirmed that the proximal shaft tubing was kinked and had separated into two pieces approximately 8 cm distal to the proximal strain relief of the catheter.